Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the blade was broken off during use (did not fall into pt's body). Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.